Event description:
Surgeon reports suture was "easily breaking" and requiring more stitches than usual.

Manufacturer narrative:
The nylon component of the suture, which was rpt'd to have broken, was not returned for evaluation, only the silk component was returned. Nylon suture from the same lot was retested and conformed to usp tensile strength specifications. No similar complaints have been received on this lot. This rpt was mailed in to FDA on 8/21/97.